Event description:
It was reported the subject device had a dark image. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the image was blurred and indistinct and component failure of the universal cord. Based on the results of the investigation, and since the reported malfunction was not confirmed, a root cause could not be established. Based on the results of the investigation, it is likely the image was blurred and indistinct due to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a therapeutic laparoscopic surgery.